Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. The material was discovered coming out of the tip of the vizigo. Appeared to be long skinny plastic "film". Clear with gray stripes. Approximately 1 mm wide, paper thin, and 60 cm long. The reporter is unsure if the material part of any of the used product or a different material. Additionally, on (B)(6)-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 25-mar-2022, the product investigation was completed. It was reported that during a idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There appeared to be a "stringy object" in the heart. During the post case us study there appeared to be a "stringy object" in the heart. The visigo sheath was removed and an object appeared to be a long string of plastic was hanging out the sheath. The ablation catheter was in the vizigo sheath along with an abbott quad catheter that was in earlier. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, a string object was observed on the vizigo sheath. Visual analysis of the returned device revealed no physical damage. According to the reported event and the picture provided by the customer, a second visual analysis was performed using a borescope to access and visualize the internal part of the sheath; however, no damage was found on the walls from which that foreign material could have been detached. Then, the length of the dilator was measured and according to the results, it is within the specifications. The device was sent to freudenberg complaints lab to analyze in more detail and the conclusion was that this complaint is not deemed freudenberg medical manufacturing attributable since the foreign material was not returned and no damage was observed inside the sheath. Although no product defect was identified, there may have been other circumstances or issues of the device that could not be replicated during the laboratory analysis. A device history record was performed for the finished device 00001666 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There appeared to be a "stringy object" in the heart. During the post case us study there appeared to be a "stringy object" in the heart. The visigo sheath was removed and an object appeared to be a long string of plastic was hanging out the sheath. The ablation catheter was in the vizigo sheath along with an abbott quad catheter that was in earlier. No patient consequences were reported. An attempt has been made to obtain clarification to this complaint. However, no further information has been made available. Foreign material on usable length of the catheter is MDR-reportable.